Event description:
Hamilton medical ag received the following event description: during startup, when the the staff prepared to use the device to treat the patient, connected the gas source, turned on the machine, and the machine prompted that the oxygen and air source were missing.

Manufacturer narrative:
Hamilton medical ag complaint number:cer (B)(4). Investigation ongoing.

Manufacturer narrative:
The nursing staff prepared to use the device to treat the patient, connected the gas source, turned on the machine, and the machine prompted that the oxygen and air source were missing. No patient involvement reported. No logfiles provided. The mxer valves were replaced and the issue was solved. The root cause was a defective component.